Manufacturer narrative:
(B) (4) device was received for evaluation and the reported issue of pump did not alarm was not confirmed. The technician performed pre-accuracy testing and the alarm met specifications.

Event description:
It was reported the haptic on the intraocular lens (iol) bent during insertion of the iol into the patient's eye. The doctor enlarged the incision to remove the damaged iol and implanted a different lens. The incision was closed with sutures.

Manufacturer narrative:
(B) (4) device has been received for evaluation. A follow-up report will be submitted when the evaluation has been performed.

Event description:
The biomed technician called baxter technical service on (B) (4). On 01/08/2010, baxter was informed by the biomed technician that this infusor pump did not alarm when it stopped infusing? Propofol to a patient. The physician reported pump infused propofol on a patient for about "1 "minute and then stopped" infusing, pump did not alarm when infusion stopped. "The physician restarted the pump and then the "pump infused for a minute or two and stopped again causing an interruption of therapy to patient". "The pump was then "exchanged so patient's therapy could continue". "The biomed technician reported the physician is not willing to provide any additional information on this report". "This was found during patient use, with no patient injury reported or medical intervention needed". "No additional information is available"